Manufacturer narrative:
Siemens has requested that the instrument and power supply in use at the time of the event be returned for further investigation. The customer stated no batteries were used. Investigation will commence once requested materials have been received.the cause of this event is unknown.

Event description:
Customer reported that their status+ instrument was smoking after being plugged in, with the customer reporting no visible flames. There is no report of injury due to this event.

Manufacturer narrative:
The customer returned their status+ instrument as well as the original power supply for investigation. The customer stated they used the power supply and no batteries. The returned unit was opened, and a short-circuit test was performed using digital multimeter. A partially damaged tvs diode (d16) was identified as the likely point of failure. The burnt odor is attributed to overheating of the diode due to repeated and continuous clamping of voltages exceeding its threshold. This condition can result from power fluctuations that cause sudden voltage transients on the status device power input. There is no fire risk as the diode (d16) fails safely under transient overvoltage conditions, with only brief localized heating and no sustained current, arcing, or ignition. The cause of the overvoltage is unknown.